Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The customer's blood glucose was 470 mg/dl. The customer will treat after the troubleshooting process. Troubleshooting was performed and the device passed without alarming no delivery. Nothing further was reported.